Manufacturer narrative:
During inspection and testing, error code 216 occurred. A review of the device history record found no deviations that could have caused or contributed to the scope communication error. The device was shipped in accordance with the specifications. Based on the results of the legal manufacturer's investigation, it is likely the scope communication error occurred due to a faulty cable causing communication failure. However, a definitive root cause of the reported issue could not be identified. The cause of the faulty cable could not be determined. The device's instruction manual provides the following warning, which may help to prevent the issue: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device. The reported event (cloudy image) was not confirmed. In addition, the connector was broken. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported the image from the camera head was cloudy. The subject could be recognized but the image was not clear. Additional information regarding the event was requested. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code 216 (scope communication error) was displayed. This report is being submitted for the malfunction found during evaluation (error code 216). There was no harm or user injury reported due to the event.